Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) between 25 and 36 hours of wearing the pod. The patient¿s parents reported a pod was placed the prior day on the thigh which failed during wear, leading to persistent hyperglycemia. When the pod was removed, a piece of the cannula remained in the patient¿s leg. The site was swollen but not bleeding. The parents removed the fragment and placed a new pod. The patient did not seek any medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the broken cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.